Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to low blood glucose. Customer's blood glucose level was unknown. Customer also reported that they had received motor error alarm and also insulin pump had rejected new battery and had crack on screen and also insulin squirted out during priming. The customer also reported that the buttons were sticky and unresponsive. Insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.